Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Your reported issue of plastic on the catheter tubing was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard IV catheter was returned for investigation. The push tab from the blue catheter adapter was fractured and likely ended up positioned on the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Event description:
"This is a complaint about plastic stuck in the middle of the catheter when the customer opened the cap to puncture it, found a blue plastic-like substance stuck to the middle of the catheter".

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(4). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.